Event description:
2023-01-25: integrum received an e-mail with information that a patient has issues with axor ii unit (B)(4). The patient states that it has been difficult to get a proper attachment, and that the prostheses has suddenly come loose. In the report form there is however no mention of the axor ii falling off the abutment or causing an incident. 2023-02-10: more information has been received from the cpo; the axor ii has fallen off the abutment several times, no health effects. Manufacturing investigation performed, batch documentation reviewed. No deviations found, the device has been manufactured according to specification. Technical investigation has shown that the unit was severely worn and in need of restoration. The unit has not been serviced by integrum since its initial release in 2015, the root cause is therefore assessed as problems traced to the device reaching the end of its useful life. Integrum has informed the cpo about the findings of the technical investigation, it was decided to scrap unit (B)(4). A new unit has been purchased to the patient and a feedback report will be provided highlighting the importance of sending the axor ii for annual service, according to the IFU.